Event description:
The customer reported via phone call that they had several failed battery test alarms. Customer stated they have tried multiple batteries and a different battery cap, but the alarm persisted. The customer's blood glucose was 233 mg/dl. The customer stated they were able to resolve the issue by inserting a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.